Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Devices are used for treatment. Radiographs were provided and reviewed by a radiologist. Intramedullary nail and screw fixation of the proximal left humerus is present, incompletely visualized. There is a proximal humeral fracture. Three proximal screws are present and the middle screw is retracted from the humerus but still engaged within the nail. There is no hardware fracture. Impression: retraction of one of the three proximal humeral screws with intramedullary nail fixation. Overall fit and alignment are maintained apart from a single retracted screw as noted. Bone quality is osteopenic. No other abnormalities or concerns noted. It can be assumed that multiple contributing factors, related to either patient condition and behavior or implantation procedure, contributed to the migration of the screws. If and to what extent any of these aspects may have influenced the migration of the screw remains unknown. An additional deeper investigation was performed which identified the design limitation of the corelock mechanism of the affixus nail as a potential contributing factor. As part of the deeper investigation, a scientific literature search was conducted and a systematic review of the outcome of intramedullary nailing for acute proximal humerus fracture showed that screw migration and perforation into the joint is the second most common complication following secondary loss of reduction. In addition, scientific literature of competitor and predicate devices were assessed. This review has shown that the affixus® natural nail® proximal humeral system performs better and/or in equal range in comparison with legally marketed similar devices. In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the migration of the screw. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - japan. D10: associated products: item reference: 47-2496-221-08 , item name: proximal humerus,left, long, ã¿ 8.5x220mm; item reference: 47-2486-042-40 , item name: blunt tip screw, ã¿ 4x42mm, item lot: 3076804; item reference: 47-2486-044-40 , item name: blunt tip screw, ã¿ 4x44mm, item lot: 3073747; item reference: 47-2486-122-40 , item name: cortical bone screw, ã¿ 4x22mm, item lot: 3073809; item reference: 47-2486-122-40 , item name: cortical bone screw, ã¿ 4x22mm, item lot: 3081909; item reference: 47-2488-010-00 , item name: proximal humerus nail cap, 0mm, item lot: 3076823. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00346, 0009613350-2023-00349. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent revision due to pain and screw backing out from the proper position from humeral nail approximately three (3) weeks after initial surgery. Attempts have been made and no further information has been provided.